Manufacturer narrative:
Investigation: the customer submitted a photograph of the connector from one of the runs. There are no visible signs of an interface, only dark pink plasma filling the entire connector. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation (complete rdf evaluation): review of the run data file confirmed indicates that custom prime was not performed as indicated by the operator and hence, not the cause of the hemolysis. The device operated as intended and is safe for use. The operator experienced five "cells were detected in the plasma line from centrifuge" alarms in the first 13 minutes of the procedure. The readings from the rbc detector showed there were cells in the plasma line from the very beginning of the run, prior to the patient's blood entering the channel.starting around 5 minutes into the procedure. This is roughly the amount of time it took the device to clear out the saline in the set, and replaced it with the patient's incoming blood. According to terumo bct fpt engineer, "this is an indication that the hemolysis has something to do with the patient's disease state." During the second attempt, the operator experienced two "cells were detected in the plasma line from centrifuge" alarms with the first one alarming around eight minutes into the procedure. The readings from the rbc detector showed there were cells in the plasma line starting around five minutes into the procedure. According to terumo bct fpt engineer, "again, this is roughly the amount of time it takes the device to clear out the saline in the set and replace it with the patients blood. Due to this happening twice with the same patient and the red blood cells being seen at the same time in the procedure, this is a strong indication that the hemolysis has something to do with the patient's disease state. Nothing seemed abnormal or out of range during these procedures besides the hemolysis which was not caused by the device." Root cause : the specific root cause of the red cells in the plasma could not be determined. Based on the clinical findings and analysis of the run data files, the most probable causes include but are not limited to: the patient's disease state : a misload of the disposable set - occlusion in the disposable set tubing - partial flash, bad seam weld, and/or assembly error on the channel connector.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Additional rdf analysis: the analysis of the run data file indicates that the hemolysis has something to do with the patient's disease state. During the second attempt, the operator experienced two "cells were detected in the plasma line from centrifuge" alarms with the first one alarming around eight minutes into the procedure. The readings from the rbc detector showed there were cells in the plasma line starting around five minutes into the procedure. Again, this is roughly the amount of time it takes the device to clear out the saline in the set and replace it with the patient's blood. The presence of red blood cells at approximately the same time for both procedures, with the same patient, is a strong indication that the reported hemolysis is related to the patient's disease state. There were no abnormal signals or readings that were out of range during these procedures besides the presence of red cells which was not caused by the device. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. An autotest and saline run were completed successfully. The machine met all manufacturer's specifications. During follow-up with the customer it was reported that they checked the machine and it is now 'ok". They customer did not provide further patient information or test/lab results. The run data file (rdf) was analyzed for this event. Review of the run data file indicates that the device operated as intended and is safe for use. The operator experienced five "cells were detected in the plasma line from centrifuge" alarms in the first 13 minutes of the procedure. The readings from the rbc detector showed there were cells in the plasma line from the very beginning of the run, prior to the patient's blood entering the channel. This suggests there was an issue with the custom prime unit. The rbc detector signals show that it was working and operating as it was designed. Nothing seemed abnormal or out of range during this 15 minute procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported receiving the alarm "cells were detected in plasma line from centrifuge" and seeing pink- tinged plasma in the connector and plasma line during a red blood cell exchange (rbcx) procedure on a sickle cell patient. The machine was paused, and the physician was called. The physician at the site stated that the reason of discolored plasma is because the many antibodies that the patient has and that it was very hard to find the compatible units. Per the physician's order, a second unit was set up for a second attempt. Pink plasma was seen again, on the second attempt. The machine was paused again, and the doctor ordered a test for transfusion reaction/hemolysis and ordered to stop the rbcx procedure. Report of problem was initially provided in MDR 1722028-2020-00047, this report is being filed to capture and separate the red blood cell replacement volume during second procedure: 95ml using a different lot no. 1909183130. A hemolysis panel and transfusion reaction test were ordered. The results were not provided. The operator stated the patient went home after the labs were drawn. The customer declined to provide the patient's age and identifier. The exchange set is not available for return because it was discarded by the customer.